Event description:
It was reported that asymptomatic patient presented in-clinic after receiving a notification for possible output circuit damage. Low, out of range hv lead impedance and possible hv lead issue were noted. Patient also received inappropriate atp and hv therapy due to svt. It was noted the patient has a capped lead, and it was suspected that both leads may be possibly touching. The patient was given a life vest and replacement of the ICD system is expected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.